Event description:
It was reported that jaws of the applier did not open and close properly after ligation during an operation. It was replaced with another one to continue the operation. No clip fell/remained in the patient. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This device was produced at the tecomet inc. Kenosha, wi facility as part of a 50 pc. Lot in (B)(6)2018. The returned device was evaluated and found that the handle to jaw mechanism was sluggish and slightly binding thus we are able to validate the alleged complaint. This device was disassembled in order to evaluate and it was found that the end of the drive rod (n00190) that actuates the jaws inside the tube assembly is bent/damaged which was causing the handle to jaw mechanism to become sluggish and slightly binding. We are unable to determine what caused the drive rod to become damaged at the jaw end but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized process at this facility for this product line.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that jaws of the applier did not open and close properly after ligation during an operation. It was replaced with another one to continue the operation. No clip fell/remained in the patient. The applier was purchased by the hospital within 1 year.